Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the screw on the spine clamp could not be adjusted. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for evaluation. Testing found that the clamp face was pent at the pivot pin resulting in difficulty opening and closing the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.